Manufacturer narrative:
At the time of this investigation no sample was or lot number were available. We cannot determine a failure mode or definitive root cause without a sample and lot number. Hot packs do not contain anything that would cause them to explode and we carefully check the thermal seal integrity throughout each production run. The maximum temperatures these packs are able to attain are well below the levels required to produce a burn.

Event description:
Based on information received by contact at the hospital  a patient received 1st and 2nd degree burns when an employee squeezed the kwik-heat hot pack, per the contact the bag exploded causing the inner liquid to get on the patient. Due to hipaa laws contact would not provide information as to where on the patient the product landed, age and gender.